Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/12/2024, a clindex notification was received indicating that a patient underwent revision surgery on (B)(6) 2023 for debridement and conjoined tendon release due to glenoid component loosening. The patient was initially implanted with the univers revers implant system on (B)(6) 2022.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.